Event description:
Patient reported that when she was removing the adhesive liner from the v-go it tore. Patient didn't notice it and still applied the v-go, after 1-2 hours of application the v-go fell off. This incident occurred twice.